Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the part associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure to be related to the customer reported complaint. The tenaculum forceps instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis. A site history review was performed and no related complaints were found. A review of system logs showed that the tenaculum forceps instrument was last used on system number (B)(4) on (B)(4) 2020 and it had 2 uses remaining. No image or procedure video was provided for review. Based on the information provided at this time, this complaint is being classified as a reportable malfunction event due to the following conclusion: the tenaculum forceps instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall inside the patient. Although no patient harm was reported, if the issue were to recur, it could potentially result in an adverse event. Blank MDR fields: follow-up was attempted, but the patient some information was either unknown or unavailable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was initially reported that prior to starting a da vinci assisted procedure, the tenaculum forceps had a broken wire. The procedure was completed and there was no patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter stated that they were grasping a uterine fibroid when the issue was observed. No fragment fell inside the patient and there was no arcing. The patient was female and underwent a robotic myomectomy for uterine fibroids. Additional information was not known.